Event description:
It was reported that the patient went to the emergency room with complaints of syncope. The device was found to be at elective replacement indicator and pacing at vvi 65 mode, when it had been previously programmed to adir mode. The device was initially found to be pacing and capturing the ventricle. Later pauses were observed and the ventricular output was increased. The device was explanted and replaced. The right ventricular lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.